Event description:
It was reported that the user experienced variable blood glucose levels, including a low to 54 mg/dl on continuous glucose monitoring earlier in the day and later hyperglycemia after consuming a snow cone and disconnecting the ilet pump due to low battery; the user administered multiple daily injections during the disconnection period and then reconnected the pump after approximately two hours per guidance. Symptoms included hypoglycemia and hyperglycemia. Outcomes included stabilization to 208 mg/dl after interim mdi and subsequent pump reconnection, with no hospitalization reported. Investigation included troubleshooting and education regarding temporary pump disconnection, timing of reconnection, and treatment of hypoglycemia using oral glucose per the 15 g/15 minute guideline. Investigation of this case revealed no device malfunction reported; the event aligned with user- and therapy-related factors including high-carbohydrate intake and intentional pump disconnection for charging. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.